Event description:
It was reported that during routine device replacement, the physician had difficulty inserting the atrial lead into the header of the device. The lead was able to be inserted and the system was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.